Event description:
The customer was hospitalized for high bgs. The customer woke up high and went to the emergency. The cause of their admission was unk. The customer did not try to change the set, but the sets were changed in the past when their bgs were running high. The customer is currently using manual injections per md protocol. The programming was checked and no errors or alarms were found. The customer stated that there is a lot of scar tissue build up. Advised that the customer check with their doctor about possible site issues.